Event description:
It was reported that patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial (ra) lead exhibited noise that was oversensed by the device and led to inappropriate mode switch. Programming changes were made. The patient was in stable condition.